Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of a homechoice cassette. This issue occurred while attempting to disconnect the patient form pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.